Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.130.010; synthes lot: h410237; release to warehouse date: january 03, 2018; manufacturing site: synthes monument no nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: upon visual inspection of the instrument, nothing is broken. Instead, the distal tip is slightly twisted/impacted preventing it from functioning as intended. The balance of the device is fair condition. The received condition does not agree with complaint description for broken; instead it is confirmed for stripped/deformed. Dimensional inspection: overlength of instrument: 50 +/- 0.5 mm ø of distal tip: 1.41 +/- 0.01 mm measured dimensions: length: 50.04 mm; conforming ø: 1.40 mm; conforming document/specification review the following drawing(s) was reviewed; stardrive screwdriver shaft t4, self-retaining no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number, and no ncrs, no material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: based on the available information, a root cause could not be determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the driver shaft was broken during surgery. This was the third time the device was used by the surgeon. This is the third time this patient has encountered this issue with the same part number. The device has been replaced three times. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc this is report 1 of 1 (B)(4).

Event description:
This complaint, (B)(4), captured the third event which involved a broken stardrive scredriver shaft. Additionally, (B)(4) captured the first and second event which involved the same device (stardrive scredriver shaft) that broke during surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.